Manufacturer narrative:
The device history record was reviewed and found to be complete and accurate. The device risk assessment contained within the device history file was reviewed and the harm associated with a kinked catheter was present. Based upon previous investigation for a similar failure, the probable root cause of this condition is associated with the assembly process between the catheter and the sleeve. In order to prevent this condition from recurring, the plant has conducted operator awareness training and heightened assembly line inspection. This report is based off of the malfunction of the device but did not cause any known injury. This is being filed purely based on the malfunction. Based on the lot number provided, this product was manufactured prior to the implementation of the preventive measures. End user's weight is not known so an estimation was used.

Event description:
It was reported that an end user had a vapro coude tip intermittent urinary catheter that had the tip folded down onto itself within the introducer tip. The end user noticed this prior to use and did not use it. No report of injury or medical intervention.